Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transeptal puncture was performed and heparin was given. The wire was removed and a pigtail catheter was inserted into the watchman fxd curve access system. The pigtail was navigated into the appendage where the transesophageal echocardiogram (tee) physician saw a clot on the end of the pigtail. The pigtail was immediately removed and then the clot started to form on the end of the watchman fxd curve access system and continued to grow. The patient's activated clotting time (act) was taken with a result of 404 seconds. Radial access was gained to insert a sentinel cerebral protection system. While trying to exchange the sentinel, radial access was lost. The clot continued to grow and additional acts were taken with results in the 200-300 range, so additional heparin was given. After aspiration attempts were unsuccessful the watchman fxd curve access system was removed and the clot was no longer visible in the left atrium. To ensure there was no additional clot present, a 24fr sheath was inserted into the groin and thrombus aspiration from a non-boston scientific device was performed with a blood loss of 300ml. The procedure was aborted and no closure device was implanted. The patient was monitored and extubated and recovered fully.